Event description:
During an exploratory laparotomy/small bowel resection, ligasure device, attached to bovie in ligasure slot, would no divide. During procedure, surgeon tried device several times, replugged it into slot and second slot, but it continued to not function properly. The instrument was removed from field and replaced with new sample, same device without further incident.